Manufacturer narrative:
Exp date: correction from 1/31/2018 to 3/31/2018. Device manufacture date: correction from 02/2017 to 03/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/27/2017 to 05/09/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The suspect bi was not returned for analysis and could not be evaluated for user error. Therefore, there is insufficient information to determine an assignable cause. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. It is unknown if the affected load was released for use on patients or reprocessed. However, there has been no reports of injuries or harm to any patient(s) as a result of this event. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
(B)(4). Additional information provided by the customer indicates the affected load was released and used on a patient(s). The hospital has notified their infection control department of the issue. There was no report of infection, injury or harm to patient(s) associated with this issue.